Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported device damaged by another device, material separation and foreign body in patient resulting in unexpected medical intervention appears to be related to user error. In this case, it is possible that the reported device damaged by another device, material separation and foreign body in patient resulting in unexpected medical intervention is due to inadequate space between the oad and the guide wire spring tip. This is consistent with complaint details which state "during treatment, it was indicated the necessary space between the oad driveshaft and viperwire spring tip was not maintained." The diamondback 360® coronary orbital atherectomy system instruction for use (IFU), warns: ¿use fluoroscopy to monitor and maintain spacing between the driveshaft and guide wire spring tip throughout the procedure. Always keep more than 5mm of spacing between the distal end of the oad driveshaft and the proximal end of the guide wire spring tip. If the distance between the driveshaft tip and the viperwire guide wire spring tip is insufficient, the driveshaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip.¿ however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional orbital atherectomy device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat the right coronary artery (rca). During treatment, it was indicated the necessary space between the oad driveshaft and viperwire spring tip was not maintained. After five low speed treatments, there was friction between the oad and viperwire guide wire, which led to subsequent detachment of the viperwire spring tip. Vessel predilation and a stent were used to secure the fractured component. The fractured component remained in-vivo. The procedure was completed without further complication. It was indicated there was no wire bias observed during the procedure and there was no difficulty wiring or delivering devices. The patient was discharged the day after the procedure in stable condition.